Event description:
Info received on (B)(4) 2013 from nova biomedical counsel that a consumer experienced a hypoglycemic event after insulin administration. No other info is forthcoming at this time.

Manufacturer narrative:
On (B)(4) 2013 - nova biomedical decided to voluntarily recall this lot of test strips. Local FDA office notified. Test strip lot # 1020412341, exp date: 12/2014. Test strip lot # 1020213074, exp date: 03/2015. Control solution lot: unk. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.